Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Bladder problems. Dyspareunia. It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on 05/14/2010 and mesh and an ams miniarc sling were implanted. A complete hysterectomy was also performed. It was reported that on (B)(6) 2011 the patient had an excision of eroded mesh due to erosion, extrusion, pain, bladder problems, stress urinary incontinence and dyspareunia. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04837. The same patient is represented in each medwatch.